Manufacturer narrative:
The investigation has been completed and one of the reported issue was confirmed. In addition, a different issue was also found. (B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of pump data showed the pump battery jumped from 35% to 45% without being connected to a power source. In addition, the customer stated they were taken to the emergency room on (B)(6) 2016 for high blood glucose (bg) levels (427 mg/dl) and diabetic ketoacidosis. The customer stated they were low on electrolytes and could not feel their legs. The customer was in the ER for 5 hours and received insulin intravenously. At the time the customer left the ER their bg had lowered to 298 (mg/dl) and the customer stated they still felt sick. Later that day the customer returned to the ER with an elevated bg level of 525 (mg/dl). The customer again received insulin intravenously and remained in the ER for 5 hours. At the time the customer left the ER their bg had lowered to low 300s (mg/dl) and the customer stated they still felt sick. System check with tandem technical support during troubleshooting on (B)(6) 2016 indicated the pump was performing as intended. Reportedly the customer began using manual injections as insulin therapy prior to contacting tandem technical support on (B)(6) 2016. The customer stated they would continue using manual injections until the replacement pump is received.